Event description:
A review of service data has detected a reportable event. Upon servicing of electrode belt sn (B)(4), which was returned for normal maintenance, the belt failed the electrode belt current test. The last patient to use this electrode belt did not report any problems.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation of the electrode belt, an orange (lead 2-) wire was broken inside the insulation in the distribution node to ECG c&d cable. This damage rendered the belt unable to detect a patient. The root cause for the broken orange wire cannot be positively determined but is likely excessive force. No adverse event resulted from the damaged wire. The last patient to use this electrode belt did not report any problems.